Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. In relation to the claimed malfunction, no flow deviation could be found. According to the information from the customer about the time of incident the user set a new vtbi (1030ml), a new time (23 hours) and a new rate (44,79ml/h). The infusion started at 11:00 am and finished at 10:00 am the next day. Three minutes before reaching the set vtbi the pump warned the user "vtbi near end". 40 seconds after the warning the user reacted and stopped the infusion. The actual volume infused was 1028,29ml. The time deviation from the pump to the real time was about 1 hour and 10 minutes, but the relation to start and finish of a therapy are true. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation a of the second operating hour was measured with a value of 0,02. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). During the results of the previous investigation only the housing part was removed and the inside of the device was investigated. No soiling or visible damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4). The pump did not alarm underinfusion customer information: 1000 ml of plasmalyte glucos was going with infusion rate set 44,79 ml/h, between 7.10 am and 8.10 am 12. The liquid was going through the infusion pump and the pump was programmed correctly. At 8:10 a.m., it was noticed that the patient had not received the correct amount of fluid only 100 ml of fluid from the entire bag. The pump has not alarmed at all. When the front panel of the pump was opened, the infusion line was partially flattened from the soft point (the point inside the pump). The tubing was not twisted or otherwise incorrectly installed.